Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Customer states that they are new to the insulin pump and was unsure on how to program it. The customer was assisted with troubleshooting. Customer was advised to contact healthcare provider since the customer does not currently have their bolus settings and they have been having issues with the settings since the healthcare provider changed them a couple of days ago. The product was not returned for analysis.